Event description:
Initial info reported by a physician to a journalist and received by sanofi-aventis on 09/24/2009: a pt received injectable poly-l-lactic acid (sculptra) [lot# and exp date unk] and experienced nodules eighteen months after treatment (dosage, therapy dates & indication unk). Medical history and concomitant medications were not provided. No further relevant info reported.